Event description:
Device 3 of 5: MFR reference report: 1627487-2019-01003, 1627487-2019-01004, 3006705815-2019-00311, and 1627487-2019-01006.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5: MFR reference report: 1627487-2019-01003, 1627487-2019-01004, 3006705815-2019-00311, and 1627487-2019-01006. It was reported that the system is not providing adequate therapy to the patient. Due to this issue, the patient is scheduled for a system explant.